Event description:
It was reported that the customer received a motor error alarm. Her blood glucose level was 288 mg/dl. She was advised to disconnect from the insulin pump and revert to a backup plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, prime/compromised force sensor system alarm, and displacement tests. Insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. Minor scratches to lcd window, scratched reservoir tube window, cracked reservoir tube lip, stained address/serial number label, and stained end cap sticker were noted.